Manufacturer narrative:
Date sent to the FDA: 9/24/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: appropriate term / code not available (e2402) utilized to capture attenuated tissue. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Proceed 1 (B)(4) submitted for adverse event which occurred on 12/15/2022. (B)(4) submitted for adverse event which occurred on 2/7/2017. Proceed 2 (B)(4) submitted for adverse event which occurred on 12/15/2022. (B)(4) submitted for adverse event which occurred on 2/7/2017. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair on (B)(6) 2014 and two mesh were implanted. It was reported that the patient underwent revision surgery on (B)(6)2017. It was reported that the patient experienced severe pain, nausea, burning, poking, sensation of tearing and cramping. It was reported that the patient underwent repair of recurrent hernia on (B)(6) 2022 due to inflammation reaction. It was reported that following the procedure, patient experienced attenuated tissue. No additional information was provided.